Event description:
It was reported that there was high impedance on the right ventricle (rv) lead and a coil fracture was suspected. The rv lead was explanted and replaced. It was further reported that the device was returned after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.